Manufacturer narrative:
(B)(6). Manufacture date: january 11, 2017 ¿ january 13, 2017. One actual infusor unit was received for sample evaluation. Visual inspection on the unit via the naked eye noted fluid inside the housing. Further inspection revealed a ruptured bladder. A microscopic inspection was performed with no signs of abnormality found on the ruptured bladder. The reported issue was verified, but the cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from the top of the balloon of a large volume infusor. This was identified during filling. There was no patient involvement. No additional information is available.